Event description:
The customer reported, the system's monitors failed to boot up during a pt procedure. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse on the power distribution printer circuit board was replaced. The system was then found to be operating as intended.